Manufacturer narrative:
(B)(4). Returned meter and returned test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 399mg/dl. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is a few days ago. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Customer called in stating that he just purchased his meter a few days ago from (B)(6). Customer states the meter's results are way off and his results aren't usually that high when fasting. Customer states he tested himself back to back and the meter gave inconsistent results while fasting. Customer was driving and pulled over to make this call and is unable to run a back to back with us on the phone. Customer states he is on a time-released metformin and realizes he cheated some over the holidays but states the results can't be right.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 399mg/dl. The customer's expected fasting blood glucose test result range is 120 to 160mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 03/31/2018 and open vial date is a few days ago. The meter memory was reviewed for previous test result history (date / time not set): 347mg/dl (B)(6) 2017 12:48 am fasting: yes, 306mg/dl (B)(6) 2017 12:48 am fasting: yes, 399mg/dl (B)(6) 2017 12:50 am fasting: yes, 287mg/dl (B)(6) 2017 08:59 am fasting: yes, 270mg/dl (B)(6) 2017 11:13 am fasting: yes. Customer called in stating that he just purchased his meter a few days ago from (B)(6) pharmacy. Customer states the meter's results are way off and his results aren't usually that high when fasting. Customer states he tested himself back to back and the meter gave inconsistent results while fasting. Customer was driving and pulled over to make this call and is unable to run a back to back with us on the phone. Customer states he is on a time-released metformin and realizes he cheated some over the holidays but states the results can't be right.